Event description:
It was reported that the universal modular electric/battery single trigger handpiece was struggling to start its motor. There was no delay or adverse impact on the pt or procedure.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.